Event description:
A nurse injected the wrong medication into a pt's exacta system at the pt line stopcock, which resulted in the pt getting very sick. The hosp would like add'l warning labeling on the pt's line.